Event description:
The pt's father reported that the pump lost power overnight and the pt experienced elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged trace in the power circuit.